Manufacturer narrative:
Investigation completed on 8/11/2017. Unit was tested and the unit failed section "5b" (unit must hold 55 pounds of force). It did not hold the required force. The unit failed in certain areas of the connecting tube position of the base handle. The diameter of the connecting tube was measured in a multitude of locations along its length and found to be within the specification limits (1.623" +/-0.001"). Device history record reviewed for product ID a3101 work order (B)(4) serial # (B)(4). A total of (B)(4) were manufactured on 03/17/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year look back in the complaint system from 07/11/2015 to 07/11/2017 for this reported failure using key words "slipped", "moved", "dropped" for product ID a3101 shows that 9 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. It was confirmed that the unit could not maintain it's "holding ability". The unit failed to hold in certain areas of the connecting tube position - this is indicative of wear on the unit through usage. The unit has was manufactured on 3/17/16. Per the instructions for use the unit should be returned for normal adjustments at one year intervals. The unit likely required it's yearly adjustment of the base handle tension and this would prevent the loss of "holding ability".

Event description:
The patient's head slipped down approximately 10cm before it was caught by the surgeon. The patient was in a prone position for a posterior fossa tumour resection. The issue occurred approximately midway during the case. It was not noted down which parts of the mayfield 2 set up were retightened. The feedback from the integra territory manager was that all joints were adjusted and tightened as they weren¿t sure which part caused the slippage. There was approximately a 5 minute delay in surgery while the set up was retightened. The case continued without event. No patient injury was reported. The integra territory manager has confirmed that training was completed on how to properly secure the mayfield 2 unit with the surgeon before the trial commenced. Additional information received 18jul2017: it was understood that the incident occurred with the standard set up of skull clamp, swivel adaptor and base unit; no horseshoe adaptor or tristar adaptor.